Manufacturer narrative:
One vial containing 1 test strip of lot 40501111 was returned for investigation. The returned test strip was tested on reference meters with a high level control sample in comparison to the re-calibrated masterlot on an internal reference meter: testing results (qc range: 2.6 - 3.2 inr): qc 1: 2.9 inr (customer's test strip), qc 2: 3.0 inr (retained test strip), qc 3: 3.0 inr (retained test strip). The maximum difference between measurements was 11.5 %. The obtained qc results were in the allowed range. No error messages occurred during the investigation. The returned material and the retention material meet specifications.

Manufacturer narrative:
This event occurred in (B)(6). Occupation is lay user/patient. The customer¿s test strips were requested for return. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow up report will be submitted.

Event description:
The initial reporter complained of discrepant inr results with a coaguchek xs meter compared to a laboratory destiny analyzer with tcoag triniclot pt reagent. The serial number of the coaguchek xs meter was requested but not provided. On (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020, the customer performed meter testing immediately after laboratory bloodwork was completed. On (B)(6) 2020 and (B)(6) 2020, the customer switched from test strip lot 4050111 to test strip lot 46588222 for meter testing. (B)(6) 2020, the customer¿s meter result was 2.6 inr, and the customer¿s laboratory result within four hours was 1.9 inr. The customer used test strip lot 4050111 for meter testing. (B)(6) 2020, the customer¿s meter result was 2.9 inr, and the customer¿s laboratory result within four hours was 2.1 inr. The customer used test strip lot 4050111 for meter testing. (B)(6) 2020, the customer¿s laboratory result was 2.7 inr, and the customer¿s meter result was 3.8 inr. The customer used test strip lot 4050111 for meter testing. (B)(6) 2020, the customer¿s laboratory result was 3.1 inr, and the customer¿s meter result was 4.6 inr. The customer used test strip lot 46588222 for meter testing. (B)(6) 2020, the customer¿s laboratory result was 3.2 inr, and the customer¿s meter result was 4.2 inr. The customer used test strip lot 46588222 for meter testing. The customer used the laboratory¿s results to adjust the dosage of medication. The customer¿s therapeutic range is 2.5- 3.5 inr.